Event description:
During a routine follow-up phone call on (B)(6) 2012, to request additional information about the original complaint which was for "smell of smoke," the office reported that the unit caught fire.

Manufacturer narrative:
The reported symptom of circuit failure and or burning circuitry could not be duplicated nor confirmed. Visual/physical examination accompanied by olfactory odor detection yielded no evidence of failed circuitry or components consistent with the reported symptoms of burning. A failure of the display was found. The reported symptom of gui display failure was confirmed. No pt involvement.